Event description:
A user facility reported that an electromechanical ambulatory infusion pump did not deliver during a patient's chemotherapy treatment. There was no injury associated with the event.